Event description:
It was reported that the customer experienced low blood glucose (bg) level ranging from 48-49 mg/dl. Reportedly, the customer delivered a larger bolus than needed to address a bg level. Customer consumed carbohydrates and rested to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.